Event description:
It was reported by the rep that the device was used during a esophegectomy. It was reported a cdh33 was used to anastomose the bowel to gastroesophageal junction through the gastric wall. The stapler did not fire completely and the staples did not form adequately. This added an additional hour and forty minutes to the case. The rep asked the resident if he felt a "crunch". He said yes, but stated later that it did not feel right. 11/4/1998 the surgeon hand sewn the anastomisis to complete the procedure. There was no consequence to the pt.